Manufacturer narrative:
The qc was out of range. Voltage alarms were noted close to the time the patient sample was run. The customer replaced the reference electrode. The cause of the event could not be determined. The customer did not report any other issues.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable na, k, and cl electrode results from one patient sample tested on the cobas 8000 cobas ise module. On (B)(6) 2025: the initial results from the reported module were: the initial na result was 160 mmol/l. The initial k result was 5.4 mmol/l. The initial cl result was 122 mmol/l. On (B)(6) 2025: the first repeat results from another module were: the repeat na result was 139 mmol/l. The repeat k result was 4.7 mmol/l. The repeat cl result was 103 mmol/l. The second repeat results from the reported module were: the repeat na result was 140 mmol/l. The repeat k result was 4.8 mmol/l. The repeat cl result was 105 mmol/l. The reporter referred the initial high results to the physician who questioned the results.